Manufacturer narrative:
As reported, the patient developed bowel adhesion post implant of ventralex st mesh and subsequently underwent mesh explant. As reported the implanting surgeon likely overpulled the strap of the mesh during the surgery causing the mesh to form an inverted cup instead of sitting flat. The reporter (surgeon) firmly believes this is an implantation technique issue from the implanting surgeon and not the fault of the mesh. Photos were provided of the explanted mesh; however, the photo review did not assist in the root cause determination. No lot number was provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine check post umbilical hernia repair using ventralex st mesh it was noted that the patient had developed bowel adhesion along the edge to the top side of the mesh. It was reported that the mesh was subsequently explanted, and the affected area was closed with sutures. The reporting surgeon suspects that the strap of the mesh was overpulled during the implant causing the mesh to form an inverted cup instead of sitting flat. The surgeon reports that they firmly believe this is an implant technique issue from the implanting surgeon and not the fault of the mesh. The patient will return for further umbilical hernia repair on a future date.